Event description:
On 12/3/93 device was implanted. On 7/25/94 the cuff was revised. On 8/29/94 the balloon was revised. On 10/17/96 the cuff was removed from the pt and replaced due to recurring continence.